Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. The user facility advises no serious injury occurred; therefore, this is not a reportable event and will not be submitting a medwatch 3500a. This report will be updated when the investigation is completed.

Event description:
Allegedly, pt was in the bathroom when he twisted and felt a give. Neck fractured.